Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the peg tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie peg tube. Abbvie has chosen to report this event due to the potential that the peg tube involved could have been the abbvie peg tube. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, patient was started on duopa therapy. Patient's sister reported that the tubing is too small for the opening, there is stoma leakage and has profuse yellowish drainage causing skin irritation. The stoma site becomes infected and patient was placed on antibiotic on and off. Patient was on antibiotic co-amoxiclav and neosporin.